Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04095, 0001822565-2018-04104, 0001822565-2018-04102, 0001822565-2018-04098, 0001822565-2018-04097, 0001822565-2018-04096, 0001825034-2018-05382. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product was missing pieces. No patient involvement.

Manufacturer narrative:
. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp shim exhibit signs of repeated use (nicked or gouged) and have both of components 1 and 2 disassembled / missing. The missing components were not returned. Device history record was reviewed and no discrepancies were found. Root cause was determined to be associated with the design of the device and was subsequently redesigned. This corrective action was initiated for ball bearing falling out of the tasp shim construct at a high rate during cleaning. During the investigation, it was discovered that ultrasonic cleaning was not addressed as a potential user need. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.